Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter product ID: 990063-020 product type: mapping catheter product event summary: the 4fc12 sheath of lot number 0012457373 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 25.50 inches from the tip. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03971 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.00535 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00587 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, an adverse event of atrial tachycardia occurred during the procedure and could not be substantiated via product analysis. The sheath failed the return product inspection due to a kink/twist was observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a short burst of atrial tachycardia occurred. The atrial tachycardia resolved spontaneously on its own. The operator suspected that the patient had other arrhythmias, so asked for an electrophysiological examination and selected atrial cs7/8 for electrophysiological examination. The patient developed ventricular tachycardia at 500/350ms pacing. The cryotherapy could not be continued and the case was aborted. No further patient complications have been reported as a result of this event.